Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded and not returned to the manufacturer for evaluation. Intraprocedural or post-procedural images were not provided for review; therefore, the reported event could not be confirmed. The instructions for use (IFU) identifies aneurysm rupture, vessel perforation, and hemorrhage as potential complications associated with use of the device.

Event description:
It was reported that treatment with a web device was attempted for an unruptured acom aneurysm. During the advancement of the implant through a via microcatheter, the aneurysm was perforated by the microcatheter before deployment of the implant. The system was removed, the procedure was successfully completed with balloon assisted coiling and evd. The patient had no neurological deficits and was reported to be stable, post-procedure. There was no reported malfunction of the via.